Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the conical side of the catheter was allegedly broken. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the conical side of the catheter was allegedly broken. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation, one electronic photo was provided for review. The photo shows the distal part of one navarre universal drainage catheter. Blood like residue was noted on throughout the catheter. Locking pigtail thread appeared intact. Necking was noted throughout the catheter. A partial circumferential split was noted just distal to the tip of the drainage catheter. Upon zooming the photo the tip was found deformed. Therefore, the investigation is confirmed for the reported fracture issue as a partial circumferential split was noted near the catheter tip. Further, the investigation is also confirmed for the identified deformation issue as the catheter tip was found deformed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3, h6(device, method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.